Manufacturer narrative:
Results evaluation: the sample has been rec'd and the investigation has not been completed. Preliminary findings confirm the reported leakage. The leakage was located at the bonding portion between the cuff and the tube. The skirt of this portion was found to have come partially unstuck. Upon the completion of this investigation a follow-up report will be submitted.